Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with injection vancomycin (2 grams, frequency and duration not reported) for peritonitis. The outcome of the peritonitis event was not reported. Action taken with dianeal therapy was not reported. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).